Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested on (B)(6) 2015 and system diagnostic results revealed high lead impedance (lead impedance - high/>=10,000 ohms). No patient adverse events were reported. No known surgical interventions have occurred to date.